Manufacturer narrative:
(B)(4).

Event description:
It was reported" after the catheter inserted, there was found blood returning. So the physician removed the catheter and reinserted a new one." Additional information states that the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of "blood returning" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported" after the catheter inserted, there was found blood returning. So the physician removed the catheter and reinserted a new one." Additional information states that the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4).the serial number on the returned sample is ml42852. The lot number for the returned sample(B)(6). Additional information obtained from a teleflex representative indicates the re-turned sample is the correct iabc for this complaint. Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging box. The sample was returned in a cardboard box and was in a ziploc bag. Upon return, the iabc bladder was noted withdrawn through the teflon sheath and the teflon sheath was noted on the iabc bladder; the sheath was noted buckled. The visible portion of the bladder was fully unwrapped. The one-way valve was tethered to the short driveline tubing. Bends to the central lumen were noted at approx-imately 31cm and 54cm from the distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Some blood was noted within the bladder/helium pathway. The iabc bladder was noted withdrawn through the teflon sheath and sheath was noted buckled, which indicates the iabc was not removed correctly per the instructions for use (IFU). The instructions for use (IFU) states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis de-vice. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage. The bladder thickness was measured at six points with measurements ranging from 0.0052in-0.0058in and was within specification of process document. The one-way valve was tested and failed. A vacuum was pulled on the one-way valve, and it immediately lost pressure. Dried blood was noted within the one-way valve. The one-way valve was properly cleaned and tested again; the one-way valve passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document . The catheter's central lumen was aspi-rated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The one-way valve was connected to the short drivel ine tubing, and a negative vacuum was pulled on the returned iabc. While maintaining the vacuum, the teflon sheath was moved towards the iabc bifurcate with little force. Upon removal, no damage was noted to the iab catheter. The iabc was leak tested in accordance with testing methods from manufacturing procedure. Two leaks were immediately detected from the bladder membrane. Under microscopic inspection, a total of two (2) leak sites consistent with contact from a sharp object were noted on the bladder at approximately 15.6cm to 16cm and 23cm from the iabc luer. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. No resistance was not-ed; the guidewire was able to advance through the central lumen. Some blood and debris were noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release.the reported complaint for "blood returning" is confirmed. During the investigation, multiple punctures consistent with contact from a sharp object were found on the iabc bladder, which allowed blood to enter the helium pathway. No other leaks were detected during functional test-ing. Unrelated to the reported complaint, the iabc bladder was noted withdrawn through the tef-lon sheath and sheath was noted buckled. This indicates the iabc was not removed per the in-struction for use (IFU) and could result in damage to the device. An in-service has been requested to review the instructions for use (IFU) with the customer. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leaks. The probable root cause is customer handling related. No further action is required at this time. This will be monitored for any developing trends.

Event description:
It was reported" after the catheter inserted, there was found blood returning. So the physician removed the catheter and reinserted a new one." Additional information states that the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".